Event description:
It was reported that an ilet pump repeatedly powered off and restarted when placed on the charger, after which the user needed to re-pair the cgm sensor; engineering log review identified two uncommanded restarts without preceding user interaction. Symptoms included no change in blood glucose and no alerts or alarms. Outcomes included the device being deemed not fully functional, the loss of water resistance communicated to the user, and the need for backup diabetes therapy while awaiting a replacement. Investigation included review of device logs and case history. Investigation of this device did not reveal unexpected device restarts consistent with a pump malfunction affecting the device¿s power/control function while the charger still provided charge. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to charging.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.